Event description:
Injection cap could not be removed from dialysis catheter hub. The integral catheter extension snapped during attempts by clinican to remove the injection cap. Broken extension & injection cap sent to MFR.